Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on 01/13/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:investigation revealed a dim and discolored display screen. Unrelated to the display issue, the audio bolus button cover was torn. The audio bolus button was responsive. The pump case clip insert was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.